Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was not confirmed. Additionally, the evaluation found the following non-reportable malfunction(s): suction cylinder had no color; distal end was shaved; due to annual inspection, parts had to be replaced. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the duodenovideoscope had issues with forceps elevator and air flow. It was not specified during what use of the device the event occurred. The device was returned and during the device evaluation the following reportable malfunction was found: air/water (aw) tube, a/w cylinder, and light guide (lg) lens had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.